Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb would not cauterize. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use were observed. Evidence of tissue and blood were not observed on the bisector blade. A visual inspection was conducted. Shaft was seen bent at the center. The device was evaluated for electrical function. A pre-cautery test was performed and repeated 10 times over a 10 minute period according to the procedure in the instructions for use. The device passed the pre-cautery test with a reference generator and reference bipolar cord. The bipolar cord connection was manipulated during activation. The device remained active and no intermittent continuity was observed. The device produced steam and the saline was observed to ¿boil¿ on the test gauze each time. The device was evaluated for cautery function. The device was able to transect reference vessel five times with no observed difficulty. Based on the results of the evaluation, the reported failure "failure to cut" was not confirmed but was confirmed for analyzed failure "bent shaft."

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb would not cauterize. A replacement device was used to complete the procedure. The hospital did not report any patient effects.